Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure, using a pinnacle posterior pfr kit, the physician pulled the mesh leg with attached sheath too far through the sacrospinous ligament to be able to correct for tautness. The case was completed with another pinnacle posterior device, with no complications to the patient, who is reportedly "fine" post-procedure.